Manufacturer narrative:
The penuma implant is intended to be implanted/removed by a penuma physician. Additional complications can arise when procedures are facilitated by a physician outside the penuma physician network. Physicians that are untrained in penuma insertion and/or removal may deploy surgical techniques, pre-operative guidelines, post-operative guidelines, and other clinic/surgical approaches that are inconsistent with the prevailing standard of care, thus potentially causing additional complications. The penuma physicians were invited by the international journal of impotence research (a peer-reviewed sexual medicine journal) to provide a rebuttal for the propublica article. Please see the published rebuttal here: (B)(6). During the initial patient screening, dr. Elist noted that the patient had no abnormalities in mood, affect, behavior, coping skills, or sleep pattern. The patient denied suicidal ideation or attempt. The patient was offered independent pre-surgical psychological evaluation for this procedure and respectfully declined. The device material is a medical grade silicone elastomer supported by the silicone master file, which was proven substantially equivalent to several FDA cleared implants. Implant fracture is a possible adverse event that was disclosed in the instructions for use.

Event description:
A follow up report is being submitted due to this patient being included in an article published by propublica on (B)(6) 2023 (imd awareness date of (B)(6) 2023). This new, and different article states that the patient's implant had fractured into pieces, rather than just detaching. It also states he attempted suicide.

Manufacturer narrative:
Per the clinical investigation report: retrospective analysis of the safety and effectiveness of the silicone block in penile surgery, which was reviewed as part of the 510(k) process, lists suture detachment and migration as an anticipated device deficiencies. Implant migration is also listed as an adverse reaction in the instructions for use. Before undergoing the procedure, patients will have to go through a screening process followed by pre-operative counseling, and that all of the possible benefits, risks, complications, and alternatives, including no surgery, will be discussed in advance of the surgery. The patient consented to these various risks and complications one-by-one. After the operation, the patient did not follow up in the weekly cadence he agreed upon. Approximately 4 weeks later, the patient responded by stating he was experiencing itchy pain, but the photographs appeared normal. The itchiness was likely due to dryness of the skin. The patient did not contact the clinic via email until 5 years later in june 2018, asking for the operative report which was mailed to him. After discussion with dr. Elist, he confirmed that he did offer to remove the implant, but the patient refused to do the removal at the time. The patient's chart from the surgery center was provided. The insertion procedure was successful with no complications. Additionally, the patient completed the patient contact form in which he stated he was not experiencing any swelling, bleeding or unusual/excessive pain. A review of all complaints from 2014 to 2023 found that device migration/suture loosening occurred 4 times, for a rate of (B)(4) (4/4645 units sold). These values are within the acceptable risk. Imd will continue to monitor these failure modes for future occurrences.

Event description:
Events were discovered when an article was published by insider on 03/14/2023. This MDR investigates the claims made by a man who states he won a 2013 contest to receive a free penuma implant. The man states that he experienced implant detachment and rotation around the shaft after the procedure. The man states that dr elist told him that he needed to have the device removed. The patient elected to have the implant removed by a different physician.